Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of symptoms/ae: during the procedure. It was reported that during a right internal carotid artery stenting procedure, upon inflation of the viatrac balloon, the patient experienced bradycardia and hypotension. The patient maintained orientation, alertness and was able to follow commands. Post the procedure, the patient's anti-hypertensive medication were held and IV fluids were administered. The bradycardia resolved the following day and the patient was discharged home with instructions to continue with-holding the anti-hypertensive medication until office follow up. Although requested, there is no additional information available.

Manufacturer narrative:
Study report. The lot history record for this product was not reviewed because the product was not returned to abbott for analysis and the lot number was not reported. Bradycardia and hypotension are known possible adverse events associated with carotid procedures.